Event description:
The facility reported that during a transfer from a bed to a chair, the resident let go of the hand hold bars and slid through the sling to a sitting position on the floor. No injuries were reported. An arjohuntleigh representative examined the lift and found minor scratches on the legs consistent with normal use. The sling had no frayed or broken stitching and no cracks in the buckles. The lift met all OEM functional specifications. (B)(4).

Manufacturer narrative:
This is a known issue; however, there are issues specific to this event which are reported here. A review of mdrs was performed that indicated there have been previous mdrs relating to pt drops with a sara 3000 where a person is indicated to drop out of a sling. In 2009, three such mdrs have been filed. A review of related complaints for this and similar, relevant products was performed which provided the same outcome as the MDR review. A review of scrap and rework history was performed which did not provide any relevant info with regards to this event. The product's DHR was reviewed and no anomalies were found. The product's recall history was reviewed and no anomalies were found. The relevant product involved in the complaint was not requested to be returned to the manufacturer since no deficiencies were claimed or found on the device. Pictures were received, reviewed and found to be in line with the statements of the arjohuntleigh representative on site. The lift and sling were found to be in the correct state. The device has an intended lifetime of ten years, provided the maintenance requirements as detailed in the labeling are adhered to. From the DHR, it is known the device was only one year old at the time of the incident. The active sling used has an intended lifetime dependant on use, and is to be taken out of service the moment wear or other damage occurs. Pictures and on-site investigation show the sling to be damaged: a tear is documented and pictures show wear of the anti-skid material at the back of the sling. The labeling states: "operational life: the operational life of the sling/stretcher is dependant on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e., cracking, bending, breaking) to the attachment slips. If any such damage is observed, do not use the sling." A previously performed simulation describes how a person is lifted with an active sling cannot drop out of the sling if the product labeling is followed with regards to lifting procedures, making sure the sling stays in place. Crucial elements in the product labeling to make sure the sling stays in place include: "warning: the sling chest support strap must always be applied and fastened when using the sling." "Warning: always check that all the sling attachment clips are securely connected and fully in position before and during the lifting cycle, and in tension as the resident's weight is gradually taken up." It is indicated the person dropped due to slipping out of the sling due to letting go of the hand hold bars. Simulations show that this is not likely: when following the lifting procedure as described in the device labeling, the person cannot slip out of the sling by letting go of the hanger bars. A likely cause for the labeling not to be followed is insufficient knowledge or awareness of the labeling and its contents. Based on the info provided, the manufacturer has determined the root cause of the incident to be the operators of the device not following the operating and product care instructions. The manufacturer recommends retraining of staff involved with using slings at the facility against the labeling, with special attention to the description of lifting procedures.